Event description:
It was reported that a malfunction occurred on the pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. A correction injection was performed by the customer manually. Technical support provided information to reset the pump, assisted the caller with the reset, and the malfunction did not recur. The customer was advised to continue using the pump and to report any further issues if the malfunction code appeared again.